Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The sample cannot be confirmed for locator and sheath assembly kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used for hemostasis after percutaneous coronary intervention (pci); however, the locator/insertion sheath assembly was kinked when the assembly was attempted to be inserted over a guidewire. The device was therefore replaced with another angio-seal device to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The type of procedure was hemostasis. The blood loss was less than 250cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.